Event description:
It was reported that the bd plastipak¿ syringes had difficult with plunger movement and there were air bubbles. The following was translated from spanish to english: "issues presented with the bd 20 cc syringe code 990687 since this syringe is used to administer medications through channel b of the plum-a 360 pump, a task that is not effective since the syringe plunger remains stuck , filled with air, so the pump activates the alarm due to proximal occlusion or air, generating many delays in the administration of medications.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional info.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
"Issues presented with the bd 20 cc syringe code (B)(4) since this syringe is used to administer medications through channel b of the plum-a 360 pump, a task that is not effective since the syringe plunger remains stuck , filled with air, so the pump activates the alarm due to proximal occlusion or air, generating many delays in the administration of medications.